Event description:
It was reported that the user received an insulin occlusion alert on the ilet and had an expired infusion set, after which an agent guided a successful infusion set and cartridge change; the user¿s blood glucose was 213 mg/dl at the time, and the device used a cd cartridge lot 6012521. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated the user interface as the associated component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.